Event description:
It was reported that a solution administration set was missing the elastomeric of the injection site. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified that the elastomeric of the injection site was missing, confirming the reported condition. The injection site is manufactured by an external supplier. The supplier was notified of the nonconformance. Should additional relevant information become available, a supplemental report will be submitted.